Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. H6 - results - 3252 is based upon evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been fractured off at the distal end of the device, where the core wire was noted to be exposed approximately 3mm in length. Magnifying inspection of the segment adjacent to the fracture revealed that the urethane layer had become stretched and whitened. Electron microscopic inspection of the fracture end of the urethane outer layer found some creases generated on the surface. Electron microscopic inspection of the fracture cross-section of the urethane outer layer confirmed that there was no evidence of crush or compressed deformation of urethane resin. The mobility resistance was determined on the undamaged segment in accordance with the shipping inspection procedure and confirmed to meet manufacturing specification. The outside diameter of the urethane covered segment, excluding the segment where the core wire was exposed, was measured along the total length and confirmed to meet manufacturing specification. The distal extremity of the core wire was compared with that of the current product sample under electron microscope. This confirmed that there was no fractured or missing portion of the core wire. The total length of the urethane outer layer was compared with that of the current product sample. The actual device was found to be missing the urethane outer layer approximately 3 mm in length. Simulation testing was conducted on the current product guide wire sample of the involved product code. The sample was exposed to an instantaneous pulling force in the state of its distal extremity being trapped. The urethane outer layer became fractured where the core was exposed. Electron microscopic inspection of the fracture end of the urethane outer layer revealed the generation of some creases on the lateral side with no presence of any crush or compressed deformation on the fracture cross-section. This state was confirmed to be similar to that of the actual device. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information it is likely that the distal end of the actual device was exposed to a pulling force resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a metal piece projecting out of the device being used. Follow up communication with the user facility confirmed the following information: during a tul case the actual device was combined with an endoscope; before inserting it into the ureter, the customer noticed a shining object at the end of the device on the endoscopic image; the customer checked the device and found a metal fragment projecting out at the distal end of the device; the device was withdrawn; it was confirmed that no distal piece remained in the body or in the package; the actual device was changed out; the procedure was completed successfully; and there was no harm to the patient.